Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated the ivc wall and abutted abdominal aorta. The device was removed percutaneously. It was further reported that one of the detached strut migrated to the right psoas muscle region. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years of post deployment, a computed tomography of abdomen and pelvis was performed for flank pain. The study showed that inferior vena cava filter was noted. Approximately, three months of post deployment, patient presented with the complaints of back pain. Around, two months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted in infra renal position. Around, four months later, patient presented with the complaints of flank pain. A computed tomography stone protocol was performed which showed filter with pons appearing to extend outside the lumen of the inferior vena cava. Small fragment of the filter was identified within the right psoas more distally. Some of the limbs of the filter appear to be abutting the abdominal aorta. After, three days, patient presented with the complaints of abdominal pain. After, twenty-seven days, an x-ray abdomen was performed which showed incidental note of inferior vena cava filter. Around, two months later, patient presented to the clinic to discuss removal of the inferior vena cava filter. His filter was placed in 2004 and the filter was recovery filter. On unknown date, a computed tomography study of abdomen was performed which demonstrated that the filter was in place and upright in the inferior vena cava. The legs of the filter to protrude through the wall of the inferior vena cava with slight penetration of one leg into the vertebral body and one of the legs lying adjacent to the aorta. Patient was recommended an attempt to remove the filter. After, thirteen days, patient was presented for filter retrieval procedure. Through the right internal jugular vein approach, an inferior vena cavogram was performed. There was mild narrowing of the inferior vena cava at the level of the filter. The catheter was exchanged over a guidewire for bard cone retrieval system. The apex of the filter was engaged with the retrieval cone and the cone was closed over the filter apex by advancing outer sheath. The retrieval cone securely fixed to the apex of the filter; the filter was withdrawn. There was no evidence of immediate complication. Follow-up cavogram demonstrates no evidence of caval trauma or extravasation. Subsequent analysis of the post retrieval cavogram demonstrates a retained strut at the level of the filter. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.